Event description:
The customer obtained lower than expected vitros tsh results on three samples from a single patient and on a quality control fluid tested on a vitros 5600 integrated system. Patient 1 vitros tsh results 0.15, 0.07, and 0.10 miu/l (hyperthyroid <0.465 miu/l ) verses expected non-vitros results 4.0, 2.23 miu/l (euthyroid 0.40 to 4.50 miu/l). Quality control result 3.265 miu/l verses expected result 5.54 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The patient sample results were reported to a clinician. However, no treatment was altered, initiated, or stopped due to the reported tsh results. There was no allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained on three samples from a single patient and on a quality control fluid tested on a vitros 5600 integrated system. A definitive root cause could not be determined. There is no indication that an instrument issue contributed to the event. An unexpected reagent performance issue could not be ruled out. Additionally, an unknown sample interferent present in the patient sample cannot be ruled out as contributing factor to the patient sample test results.